Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand assisted laparoscopic colectomy, that a reload was used and was noted that they are not sure whether it's the purple or tan reload that would not close or fire. A new handle of the same model was used to complete the case. There was no patient injury.